Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer encountered the same issues in the morning. The battery was replaced after ten minutes and insulin pump was fine. The customer attempted to use other batteries, but it did not work. Advised that the insulin pump will be replaced. Customer agreed to returned for analysis. The customer's blood glucose was 8mmol/l.